Event description:
Patient first noticed the growth under the skin; was at least an inch in diameter, caused pain and was unable to complete all physical therapy. She had both acute and chronic pain. The doctor suggested surgery; once he was in there he took out the disintegrated material, pathology report showed screw failure (not yet confirmed via op/pathology reports). The lump is gone but she still has residual pain in that location.

Manufacturer narrative:
Product recall initiated on august 21, 2007.